Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr procedure completed with a 14f sheath and 23f valve an 18f manta device was used for closure. Vessel size was 6.5x5.4 on the CT and depth was measured at 4+1. Minor calcification was noted at the access site. The representative advised against using the 18f device due to the size of the vessel. The doctor proceeded with the 18f device. Post closure angiogram showed an occlusion beneath the radiopaque marker and there was a flap extending proximal from the observed dissection. Surgical cut down was performed and found the footplate had pulled the intima into the vessel. The IFU was reviewed and confirmed to state that the vessel size should be 6mm for an 18f device. Additionally, local trauma to the femoral or iliac artery wall, such as dissection, has been identified as a potential adverse event related to the deployment of vascular closure devices.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician performed a tavr procedure with manta. The patient's rfa measured 6.5 x 5.4 on CT. Physician was advised against the use of the 18fr manta due to footplate size, he opted to use it anyway, resulting in a dissection of the vessel. The patient was sent to vascular surgery for repair.